Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery voltage.